Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a (B)(6) hospital, reported that the patient's mother stated that the patient's driver had experienced an ongoing red fault alarm "around the last week of january after his stroke." The patient's mother also reported that the patient did not hear the alarm or wake up from sleep, so she woke him up and he successfully changed to his backup driver. The patient's mother also reported that the patient has had a significant hearing deficit since his stroke in (B)(6) 2023 which he had because "he wasn't taking his coumadin correctly."

Event description:
The customer, a syncardia certified hospital, reported that the patient's mother stated that the patient's driver had experienced an ongoing red fault alarm "around the last week of january after his stroke." The patient's mother also reported that the patient did not hear the alarm or wake up from sleep, so she woke him up and he successfully changed to his backup driver. The patient's mother also reported that the patient has had a significant hearing deficit since his stroke in (B)(6) 2023 which he had because "he wasn't taking his coumadin correctly."

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating left driver pressure too low for long enough for a permanent time-out. Fault alarm found in data file historically has resulted from driver running while disconnected from the patient. Visual inspection of external components found no abnormalities. Visual inspection of internal components found ribbon cable speaker to lcd display scuffed and a crack was found on the anchor boss of the front housing. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. A 48-hour observation run was performed without alarm or malfunction. Complaint could not be replicated. Failure investigation for this complaint confirmed the reported complaint from the data file review. The customer complaint was not replicated during testing; the root cause of the reported permanent fault alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the complaint. Damage found to components was cosmetic only. No evidence of a device malfunction was found. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.